Manufacturer narrative:
(B)(4). D2, d4, and g4: attempts have been made to gather all product identification information, and no further information has been provided. G2: foreign - event occurred in australia. The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. The device history record was unable to be performed as the item and lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial knee arthroplasty. Subsequently, the patient was revised due to pain, and the femoral component was revised. It was reported that no further information is available.